Event description:
The pt lost stimulation effects. The deep brain stimulator turned itself off. The pt was seen in clinic. The device was in a power on reset condition, which was cleared. The stimulator was turned back on. The pt temporarily felt some tingling in his chest. Stimulation 'felt good'. The cause of the problem was not clearly identified but was possibly due to a work badge, a blue tooth, a cell phone, or possibly a security gate at a lawyer's office.